Event description:
During preventive maintenance, the device did not switch from battery backup to ac power as expected. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.